Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. D2a - common device name: full text - simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of trend / unexpected performance at the lot and product family level.

Event description:
The customer reported a false positive result with the idnow covid-19 2.0 assay on (B)(6) 2026 using a nasopharyngeal swab sample. The patient initially tested negative with an idnow covid-19 2.0 assay on (B)(6) 2026. Confirmation pcr testing was performed on (B)(6) and (B)(6) 2026, both presented negative results. The customer confirmed there was no impact to the patient as a result. No additional information was reported.